Manufacturer narrative:
A customer from (B)(6) observed inter-assay discrepant results for a patient sample tested with cobas 4800 (B)(6) test and non-roche assay (digene). Results generated on cobas 4800 were (B)(6), whereas the non-roche assay generated (B)(6) positive results. Furthermore, cytology results showed high grade lesions. This testing was part of an evaluation of the cobas 4800 test at a customer site. No result on the cobas 4800 test was reported to the patient. During the investigation, the sample was returned for further investigation. Investigative testing did not reproduce allegation. Results from the cobas 4800 (B)(6) test and sequence analysis both show (B)(6) results for high risk (B)(6) genotypes. Despite several attempts to obtain a (B)(6) sequence from the sample, no viral sequence was obtained. The lack of (B)(6) sequence does not necessarily mean that no high risk (B)(6) virus is present in the sample. The lack of sequence information could be due to sequence heterogeneity under the primers used for sequencing, an inhibitor, or due to low titers. The left over eluate was further tested using the roche linear array (B)(6) genotyping test, which detects 37 high and low risk (B)(6) genotypes. The linear array (B)(6) result also generated a (B)(6) result. From the internal investigation performed on the cobas 4800 (B)(6) test, no related issues to the customer allegation were identified.

Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The UDI for the kit cobas 4800 (B)(6) amp/det 240t ce-ivd is (B)(4). (B)(4). The corresponding us kit material number is (B)(4). PMA# p100020.

Event description:
A customer from (B)(6) observed inter-assay discrepant results for a patient sample tested with cobas 4800 (B)(6) test and non-roche assay (digene). Results generated on cobas 4800 were (B)(6) for (B)(6), whereas the non-roche assay generated (B)(6) results. Furthermore, cytology results showed high grade lesions. This was part of an evaluation of the cobas 4800 test at a customer site. No result on the cobas 4800 test was reported to the patient.